Event description:
It was reported that: pt is experiencing pain. Pt states that the pain when he walks a long distance is from his scar down to his thigh and knee area. Pt also states, he feels more pain in his thigh when walking. Pt has had bone scan, MRI, and blood work. Pt states that he needs revision surgery. Pt also states that he has to detox from alcohol prior to having surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abg ii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.